Event description:
The technician alleged that the cardio pulmonary resuscitation is not functioning. No pt impact.

Manufacturer narrative:
The technician replaced the cardio pulmonary resuscitation link and hairpin cotter to resolve the issue.